Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. *b(1), b(2), h(1), h(6), and h(11) have been updated to properly report the allegations made in the case.

Event description:
It was reported the patient's blood glucose level (bg) rose to around 300 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (hip/buttock), causing the cannula to dislodge. The patient reported sweating when the pod fell off. The patient also reported that they had to go to the hospital to be "readjusted." This allegation was not clarified, and attempts are being made to gather more information. If information is made available, the report will be updated accordingly. As treatment, a new pod was applied.

Event description:
It was reported the patient's blood glucose level (bg) rose to around 300 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (hip/buttock), causing the cannula to dislodge. The patient reported sweating when the pod fell off. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.